Manufacturer narrative:
Country of event: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stimulation turned off unexpectedly, and it was unknown why it was switched off. The physician and patient believed it to be due to an untimely battery failure. The patient asked to keep stimulation off since this event. Recharging statistics noted the past 6 sessions started with the device at 75% and battery was charged to 100%. It was also noted the manufacturer representative (rep) believed the patient did not use the patient remote/controller. No symptoms were reported as a result of the event.

Event description:
Additional information indicated that based on review of the device reports, the stimulation did not turn off except for when it was switched off by the patient programmer. It was reported that the patient may have switched stimulation off unintentionally with the programmer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.